Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, an analysis could not be performed. A service history review and device history record review did not identified any issues that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a hernia coincident with therapy for peritoneal dialysis. The patient was scheduled to have surgery for the event. It was unknown if the patient recovered from the event. No further information is available at this time.